Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During subcuticular closing, the needle broke. The needle tip was not located. An x-ray was performed. The radiology report was negative for any metalic needle fragments. There were no adverse patient consequences reported. The surgeon opines there was no harm to the patient.